Event description:
It was reported that the patient presented in the emergency room with a slow heart rate. The right ventricular (rv) lead is suspected of fracture due to increases in pacing impedance, rising thresholds, and no sensing of r-waves in certain programming configurations. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).